Event description:
The device was used during a hip arthroscopy procedure. When the operator turned the handle on, the traction device to apply traction, the ratchet mechanism slipped and gave way. The procedure had to be stopped and the patient transferred back onto their bed. A different operating table was used to finish the procedure. No injury or adverse effects to the patient were reported to maquet. (B)(4). Please refer MFR report # 8010652-2013-00016.